Event description:
A customer contacted baxter's (B)(4) and reported the final fill bag fell off the table and the cassette became unspiked during dwell 6 of 6. Follow up with the caregiver (cg) revealed that the granddaughter bumped into the table and the bag fell on the floor. At that time, all products were connected correctly and the bag was placed back on the table and therapy continued. The cg stated that during dwell 6 of 6, the home choice device was beeping, but there were no alarms. The cg noticed that the bag was unspiked and there was solution on the carpet. The cg stated that she cleaned the carpet and her hands came in contact with the solution. The cg stated that she did not recall the lot number and she brought the supplies to the doctor's office, where manual therapy was completed. On (B)(6) 2010, product surveillance followed up with the nurse regarding the supplies. The nurse stated that the supplies were discarded. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available as it had been discarded. Should additional information become available, a follow up emdr will be submitted.

Event description:
The lay user/patient contacted lifescan alleging the meter displayed an 'ER 6' message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). This complaint for a disconnect of a supply bag was not confirmed in the lab due to a lack of sample. The root cause is unknown. The lot number is unknown therefore a batch review was not performed. The product labeling was reviewed and determined to be adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.